Manufacturer narrative:
Other relevant device(s) are: software 9733763 synergy cranial s7; upn (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Software analysis of the provided case and logs found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following a cranial resection, the site was unable to take screenshots and archive images in the application software. It was noted that files did not display despite existing after about 100 items were displayed in the software. It was noted that the image was roughly half the image and that cd and usb memory could not be utilized. Additionally, testing from technical services found the issue was able to be replicated when the original archive was present on the usb being tested. When it is removed the archives can be archived without issue. The software analysis confirmed the issue was related to a software issue.